Event description:
It was reported that during the implant the physician had a lot of difficulty getting the competitor lead to fit into our device header. The physician was unable to adequately advance the dft pin past the connector on multiple attempts. The physician requested a lubricant oil which was unable to be provided however, the physician managed to connect lead adequately after approx 10 mins. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).